Event description:
The pt called lifescan and alleged the one touch ultra meter had missing segments. The pt did not experience signs or symptoms of high or low blood glucose, nor was medical treatment sought or given. The customer care rep verified the segment missing issue. There is evidence the product malfunctioned. The meter was replaced and return expected.